Manufacturer narrative:
Product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2010, explanted:, product type: lead. Product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2010, explanted:, product type: lead. Product ID (B)(4), lot#, serial# (B)(4), implanted:, explanted:, product type: recharger product ID (B)(4), lot#, serial# (B)(4), implanted:, explanted:, product type: programmer. Patient product ID (B)(4), lot# n270253, serial#, implanted: (B)(6) 2010, explanted:, product type: accessory. (B)(4).

Event description:
It was reported that the implanted device was infected with (B)(6). The physician reported that the device was explanted and a new device was implanted. Additional information was requested, but was not available as of the date of this report.